Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardiac monitor exhibited undersensing leading to inappropriate pause episodes. Programming changes were made to address the issue. The patient was stable.